Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to low blood glucose levels. Blood glucose level at the time of admission was 26 mg/dl. The customer reported that she lost consciousness and did not remember any additional events leading up to the hospitalization. During the call, the customer was unable to complete troubleshooting, but was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.